Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 525 mg/dl with the accu-chek instant system and 127 mg/dl with a lab reading.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because the returned strips were previously dosed with blue liquid residue.